Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that frequent undersensing was noted on the right atrial (ra) lead on current and stored atrial tachycardia (at) / atrial fibrillation (af) episodes on electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.